Manufacturer narrative:
The customer had two companion 1000 liquid oxygen units. They returned both units for an evaluation, as they were not sure which device was involved in the incident. Companion 1000 with serial number (B)(4) was evaluated. The device met all manufacturer's specifications, and there were no issues identified. The alleged incident reported could not be duplicated. Although a leak was identified, this is deemed to be acceptable as the device passed the pressure retention test. However, the leak and cracked level gauge lens identify a need of preventative maintenance.

Event description:
We have had a complaint from a liquid oxygen user as he has sustained facial burns whilst using liquid oxygen. We have been sent photos by the patient of his injuries and there is a very obvious marking around his face, neck and ears which coincide with where the cannula would be on his face. The patient has also got burns in his nasal area. We have obtained details from the patient in regards to how the oxygen was being used and he has stated that he filled the flask from the oxygen dewer and then around 30 minutes after that went to walk his dog. Whilst walking his dog he felt a surge in the flow and said that it felt like the liquid oxygen was coming out of the flask. The patient then went home and it was at this point that the cannula was found to have been frozen to his nose, and his wife helped to remove the cannula. The patient advised that the cannula was brittle and snapped when it was removed. The patients face swelled and he had to seek medical attention for his injuries. The a&e department and the patient gp have both confirmed that the injuries were as a result of cold burns/ frostbite. As a company we have not had an incident like this before, so have explored all areas that we can to date. The patient is not a smoker, therefore not smoking related and also the injuries are not consistent of those which would be smoking related. We have also quarantined and tested the equipment, but no obvious faults could be found.